Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that there were no drops coming out the end of the tubing during fill tubing. There was no impact to the customer's blood glucose level.